Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium and chloride results on their c501 analyzer. The customer provided data for four patients, of which one had discrepant results that were reported outside the laboratory. The doctor questioned the results, so the customer repeated the sample on the same analyzer. The customer decided to repeat the other samples since they seemed low as well. The customer did not recalibrate, but ran quality control and it was in. The sample results were higher on the repeat run. All the samples were processed on the modular pre analytics device. The patient's initial sodium result was 107 meq/l accompanied by a data flag. The repeat result was 137 meq/l. The patient's initial chloride result was 135.3 meq/l accompanied by a data flag. The repeat result was 101.7 meq/l. The customer considered the repeat results to be correct. There were no adverse events. The sodium and chloride electrode lot numbers and expiration dates were not provided. The field service representative could not find the cause of nor duplicate the issue. He performed a precision test on the ises. The instrument was operating within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.